Manufacturer narrative:
The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No prime/fill or motor piston anomaly was noted during testing. The pump passed the self-test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was unable to exit the preparing to prime loop. Blood glucose level at the time of the incident was 154 mg/dl. During troubleshooting, the customer was unable to get the insulin pump to function properly. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.